Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Two screws fell out of the right angle saw attachment. Case type: tka. When was issue noticed? (Prior, during, or after case)? If intra-op, did the screws fall into the operating field? . As per the mps: during the distal cut on the knee. And they fell into the field but I noticed them and had them grab them.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: two screws fell out of the right angle saw attachment. Case type: tka. When was issue noticed? (Prior, during, or after case)? If intra-op, did the screws fall into the operating field? . As per the mps: during the distal cut on the knee. And they fell into the field but I noticed them and had them grab them. Product inspection: inspection could not be performed because the product was not returned. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 10/3/2017, 5/30/2018. Devices manufactured: 50, 49. Devices failed inspection: 4, 4. Nc/npr/qt numbers: qt17-10-0009, qt18-06-0004. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212480, lot number: 35020418 shows no additional complaint(s) related to the failure in this investigation. Complaints related to p/n: 212480 will be tracked by trend request# (B)(4). Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was not available for evaluation.

Event description:
Two screws fell out of the right angle saw attachment. Case type: tka. When was issue noticed? (Prior, during, or after case)? If intra-op, did the screws fall into the operating field? . As per the mps: during the distal cut on the knee. And they fell into the field but I noticed them and had them grab them.